Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during a robotic-assisted pulmonary resection and ¿the tip of trocar was cracked. The peeled broken pieces fell off. The broken piece had already been retrieved with forceps, but the facility was reported to have discarded the piece. It is unknown when the trocar was damaged during the surgery¿. There was no injury or impact to the patient. The procedure was completed with an alternate same device. After further assessment it was found that there was no report of prolonged hospitalization or medical/surgical intervention. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one ias12-100lpi in unoriginal package. Lot number was not able to be verified. Performed a visual inspection, the complaint was confirmed. The tip of the trocar was chipped. The probable cause is that the robotic instrument inside of the trocar deployed prematurely, thereby putting significant force on the walls of the plastic cannula causing the fragmentation. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 58 reports, regarding 61 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00006. A determination for further investigation has been initiated. Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs- do not use excessive downward force. Once partial entry has been accomplished, very little force is required to complete entry. Excessive force may cause injury to underlying anatomic structures. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on 18may23 during a robotic-assisted pulmonary resection and ¿the tip of trocar was cracked. The peeled broken pieces fell off. The broken piece had already been retrieved with forceps, but the facility was reported to have discarded the piece. It is unknown when the trocar was damaged during the surgery¿. There was no injury or impact to the patient. The procedure was completed with an alternate same device. After further assessment it was found that there was no report of prolonged hospitalization or medical/surgical intervention. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.